Event description:
It was reported that during preparation of the 3.5x38 mm xience xpedition stent delivery system, during removal of the protective sheath resistance was felt, which resulted in the stent implant dislodging from the balloon inside the sheath. The device was not used on the patient. A non-abbott stent delivery system was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.